Manufacturer narrative:
Sample collection and centrifugation information was not provided by the customer. The customer noted that qc was within the established ranges. System check data was not provided by the customer. Bci field service engineer (fse) visually inspected the instrument, reviewed the event log for errors, and detected a slip error on wash pump1 in the event log. The fse removed the wash pump, cleaned the pump seals and pump piston due to a build up of dried wash buffer residue around the pump belt. The fse also cleaned the sample wash tower that had become dirty from spilled sample(s). The fse verified instrument hardware by performing a high sensitivity system check and a carry over test. Both tests produced results within the instrument specifications. Although minor hardware issues were addressed, a definitive root cause for the event has not been determined.

Event description:
A customer contacted beckman coulter inc (bci) in regards to a higher than expected total beta hcg (tbhcg) result generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced lower results in a different gestational category, which better fitted the patient's clinical presentation. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.